Event description:
It was reported that during port device implant procedure, the peel away sheath was allegedly cracked causing hemorrhage. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during port device implant procedure, the peel away sheath was allegedly cracked prematurely causing hemorrhage. The procedure was completed using the same device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one fully peeled 8.0fr introducer peel-apart sheath and one vessel dilator were returned for evaluation. Functional, gross visual evaluations were performed. Both sheath shafts were noted to be twisted with bunching throughout and the vessel dilator was noted to be bent. The investigation is inconclusive for the reported premature separation issue, as the exact circumstances at the time of the reported event cannot be verified. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 04/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.